Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter". (B)(4). S/w 2.9d. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08725 inches. Unit also passed tone check and vibrate check on self test. No audio anomaly or vibrate anomaly noted. Unit communicated properly with the guardian 2 link and the glucose sensor simulator. No pump/sensor communication anomaly noted. The alert on low alarm and the suspend on low alarm functions properly with audio alert. No audio/beep anomaly noted during testing. Unit had minor scratched display window, scratched case, stained keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 48 mg/dl. The customer was not responding. The customer was treated by glucagon injection. The customer was wearing the insulin pump during the hospitalization. Customer stated there was no audio alarm as lgs activated. No further complications were reported. The device was return back for analysis.